Event description:
It was reported that stent difficulty to reconstrain was encountered. The 50% stenosed target lesion was located in a mildly tortuous vessel in the bile duct. A 8x40x75/ 6f wallstent rp endoprosthesis stent was used to continue the procedure. The physician positioned and adjusted the stent before it was released to the non-retrievable marker; however, it was found that the stent needed to be constrained and adjusted again. When the stent was constrained, the resistance was so great that it could not be constrained at all, then the stent was released. The procedure was completed with another of the same device. No patient complications were reported.